Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A zoll distributor contacted zoll manufacturing corporation to report that a (B)(6) year old female patient had developed a large open sore on her back underneath the electrode belt. The patient had a kyphotic back. The area around the sore was inflamed. The patient had a dressing over the wound. Further follow-ups on the patient's status was unsuccessful. The patient's medical outcome is unknown.